Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operations. It was suspected that backup operation was due to connectivity with merlin at home transmitter. The patient was brought into clinic and device download was performed, restoring the device. The patient did not experience any adverse consequence.